Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient noticed an error message for lower battery. Troubleshooting was conducted to reprogram the ipg for a different mode of therapy (lower output). Diagnostics indicated possible premature battery depletion. No further information is available at this time.

Event description:
Additional information received identified that surgical intervention may be undertaken at a later date to address the issue.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Follow up revealed the patient underwent surgical intervention wherein the ipg was replaced.

Manufacturer narrative:
Results code updated.

Manufacturer narrative:
Report: physician information.

Event description:
Additional information provided therapy was restored at patient's follow-up appointment.

Manufacturer narrative:
Corrected data: method code.